Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 and 44 mg/dl. The cause of low bgs was unknown. The customer was disoriented and received third party assistance from their spouse, who provided orange juice to address bg. No additional patient or event information was available.